Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The caller was walked through a complete pump reset by technical support, and the issue was resolved successfully as the sensor session was started without further errors.